Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) channel, which resulted in inappropriately stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. In addition, signal artifact monitoring (sam) episodes were declared which disabled the minute ventilation (mv) sensor. The patient attended a follow up appointment and upon device interrogation, the impedances and threshold measurements were stable and in range. Provocative maneuvers were also performed, with no evidence of noise. The physician explained that this patient has undergone an atrioventricular node (avn) ablation procedure. Technical services (ts) reviewed data from this device and confirmed that oversensing of noise was present in several episodes recorded on a specific date, which it was confirmed to be the date when the reported av node ablation took place. The respiratory rate trend (rrt) sensor was reprogrammed on, and the right ventricular (rv) lead was calibrated. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) channel, which resulted in inappropriately stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. In addition, signal artifact monitoring (sam) episodes were declared which disabled the minute ventilation (mv) sensor. The patient attended a follow up appointment and upon device interrogation, the impedances and threshold measurements were stable and in range. Provocative maneuvers were also performed, with no evidence of noise. The physician explained that this patient has undergone an atrioventricular node (avn) ablation procedure. Technical services (ts) reviewed data from this device and confirmed that oversensing of noise was present in several episodes recorded on a specific date, which it was confirmed to be the date when the reported av node ablation took place. The respiratory rate trend (rrt) sensor was reprogrammed on, and the right ventricular (rv) lead was calibrated. The device remains in service and no adverse patient effects were reported.